Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were downloaded and found to be normal. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device believed they had an allergy from their implant. Therefore, they contacted boston scientific technical services (ts) to request what were the materials the icm device was made of, since they were going to consult with an allergist. Ts provided a list of materials that had contact with the patient. A few months later, the patient called back ts since they were still experiencing allergies. The patient discussed they had received oral antibiotics and had to visit the emergency room (ER) several times due to shortness of breath. Their allergist suggested the reported allergic symptoms could be due to the icm device; due to this reason, the icm device was subsequently explanted. After the explant, the patient was still experiencing some of the symptoms; therefore, they are not sure if the icm device was the cause of them. Ts reviewed again, with the patient, the device materials that had direct contact. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Product return status and additional details regarding the reported event were requested. As of today, requested information has not been provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device believed they had an allergy from their implant. Therefore, they contacted boston scientific technical services (ts) to request what were the materials the icm device was made of, since they were going to consult with an allergist. Ts provided a list of materials that had contact with the patient. A few months later, the patient called back ts since they were still experiencing allergies. The patient discussed they had received oral antibiotics and had to visit the emergency room (ER) several times due to shortness of breath. Their allergist suggested the reported allergic symptoms could be due to the icm device; due to this reason, the icm device was subsequently explanted. After the explant, the patient was still experiencing some of the symptoms; therefore, they are not sure if the icm device was the cause of them. Ts reviewed again, with the patient, the device materials that had direct contact. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
This report is report is being submitted to correct the explant date field (d6b) in section d, suspect medical device, as per additional information received.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device believed they had an allergy from their implant. Therefore, they contacted boston scientific technical services (ts) to request what were the materials the icm device was made of, since they were going to consult with an allergist. Ts provided a list of materials that had contact with the patient. A few months later, the patient called back ts since they were still experiencing allergies. The patient discussed they had received oral antibiotics and had to visit the emergency room (ER) several times due to shortness of breath. Their allergist suggested the reported allergic symptoms could be due to the icm device; due to this reason, the icm device was subsequently explanted. After the explant, the patient was still experiencing some of the symptoms; therefore, they are not sure if the icm device was the cause of them. Ts reviewed again, with the patient, the device materials that had direct contact. No additional adverse patient effects were reported. This icm device has been returned.